Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a complete pump reset, and the customer was advised to reset the pump when ready and follow up if the issue persists. Upon follow-up cts provided complete pump reset information. Cts walked caller through pump reset. Cgm error code did not display on the pump after reset. Caller successfully started their sensor session.